Manufacturer narrative:
Concomitant: product ID 8703w, lot# l43275, implanted: 1997-(B)(6), product type catheter. Product ID 8709, lot# j0058134r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was experiencing overdose symptoms after returning from pikes peak in (B)(6). The event occurred many years prior to report. The overdose symptoms included nausea and lethargy. The pump was used to infuse an unknown type of drug; however the therapy was indicated as intrathecal baclofen (itb). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.